Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a sheath exchange of a peripheral angiography procedure, difficulty was experienced with advancing the introducer. As the user attempted to pull the introducer out, it came apart/ fractured. Information was provided that the user was able to remove it all out through the original access. No harm to the patient reported; however, the patient was rescheduled to come back for another angio procedure.

Manufacturer narrative:
Evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control (qc) and a visual inspection of the complaint device was conducted. The flexor ansel guiding sheath was returned with the tubing separated into 8 sections. Various sections were connected by intact exposed coiling, while other sections showed complete separation of tubing and coil. Hemostat marks were present on multiple sections of the tubing, and the tubing was found to be frayed at most of the separation sites. All of the tubing segments were measured, and the overall length was found to be 45.7 cm; thus all of the sheath was returned. The two dilators which are packaged with the sheath were not returned for investigation. The IFU supplied with the device under "warnings" states: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: 8. Insert dilator/sheath combination over wire guide. 9. Remove wire guide and dilator, aspirate and flush introducer side-arm. 10. Insert appropriately sized device as needed. Sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." The device history record was reviewed and no nonconformances were noted. It is likely that the root cause of this occurrence can be attributed to the dilator not being inserted into the sheath. Therefore, the root cause was determined to be "did not follow instructions/label."